Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that six weeks following an intraocular lens (iol) implant procedure, the lens was exchanged for another iol due to a residual refractive error.

Manufacturer narrative:
Product evaluation: the lens was returned loose in a large plastic bio-hazard bag. Solution is dried on the lens. The optic is cut, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece, and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported event. Power and resolution testing could not be conducted due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).